Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Based on the information available, a definitive root cause cannot be conclusively determined.

Event description:
It was learned via the patient registry that a patient with a 23mm 3300tfx pericardial aortic valve underwent a redo aortic valve replacement procedure after an implant duration of four (4) years, nine (9) years due to unknown reasons. The explanted valve was replaced with another 23mm 3300tfx pericardial valve.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.